Event description:
It was reported that there was a revision surgery of a l4-l5 construct. The initial procedure was performed in (B)(6) 2004 for treatment of the l4-l5 region with unknown rods and screws. Approximately six months post implantation, the patient returned because, the rods had begun to slide out of place. The initial screws were removed and replaced with larger ones. The product has not been returned for investigation and no further information was provided. This is report 2 of 3 for complaint (B)(4) and is a report for 1 unknown rod. There is no confirmation from a health care professional that this is a synthes device. It is noted that this complaint is also linked to the following complaints (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Explant date is in (B)(6) 2004, approximately six months post implantation. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no part number or lot number was provided.